Manufacturer narrative:
The insulin pump received no button response due to flattened esc and down button dome switch. The device also had minor scratched lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 155 mg/dl. Customer stated that the pump was working okay earlier and when he tried to bolus, it did not respond correctly. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)